Event description:
Reporter stated customer was attempting to test on his compact plus device, however, the test strip was not transported. Before troubleshooting could be performed, customer indicated he was having low blood symptoms. He self-treated with "chocolate and juice." After eating and drinking, customer began to vomit blood. During this time, customer's friend came by. Customer told his friend he was not feeling well and passed out. Customer's friend called 911 where he was transported to the hospital. A result of 42.0 mmol/l was received either in the ambulance or the hospital; customer is unsure. Customer was not able to provide what treatment, if any, was received by ambulance personnel or hospital staff. Customer stayed in the hospital until the next day when he was released. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).